Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 33.4-33.7 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. External insulation abrasion was noted at 34.7-34.7 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion was noted at 9.5-9.8cm, 11.8-12.2cm, 12.4-13.6cm, 11.8-13.2cm, and 30.4-30.9cm from the distal tip. The etfe coating was intact at these locations